Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker system was infected with vegetation on leads. System was explanted. There is no known allegation from healthcare professional that the infection was caused by the pacemaker system. The source of infection was unknown. Patient was stable.